Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced issues logging into the dexcom g7 app. On the day of the event, the patient fell when getting out of bed and stated that she had issues with her nerves, back, and felt weak at that time. The patient was not able to use the dexcom app and was not able to log in because of ¿unrecognized username or password¿. The day of the event the patient also experienced a sensor error, but the patient confirmed that the issues with the denied access to the dexcom g7 app occurred earlier. The patient called her doctor who advised her to call the emergencies and thought she was maybe having a stroke. The patient was conscious during the event but when the paramedics came, she did not remember if a fingerstick was taken. The patient was brought to the hospital and remember they checked her a1c but was unaware of the results. The patient received intravenous treatment with insulin and was in the hospital for 1 day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.